Event description:
Customer reported intermittent print issues with architect system software causing missing data/information when printing reports. Customer received an error message "sample report released, no data exists" printed on the report. The cause analysis identified this issue is related to the synchronization of the sender and receiver timing for the report generation.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.